Event description:
The ambulance crew arrived at the scene and promptly applied the lucas CPR device on a patient in cardiac arrest. After approximately one minute of compressions, the lucas device made an unusual noise, stopped working, and alarmed. This happened multiple times during the care of this patient. The device was turned off and restarted. The device was placed in continuous mode of operation. There was no harm to the patient. The unit was sent to biomedical engineering for repair. Biomedical engineering confirmed the reported problem. The lucas device would run fine on continuous and 30:2 compression cycles with no load (30 min each). When the test dummy was added, the device would run for approximately 15 seconds, stop and alarm. The unit was sent to the manufacturer for repair. No report back to-date.